Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. The trial began on (B)(6) 2025. It was reported that they were leaking a lot more than they had ever leaked before in their life. The patient stated they used to go to the bathroom 3-4 times a day and during the night they would go once but now since they worked with someone yesterday to find a setting and increased the stimulation to 1.5 ma, they had no urgency, no urge to urinate and all they did was have 'dribbles' of urine, that they were dripping non-stop and if they could take both ends of their diaper and wring it out, it could fill up half a bottle. Patient stated they felt like they had to go to the bathroom every 15 minutes and when they tried to go they had only got 10 drops out. Patient stated they had never had that issue prior to the trial and that before their urine had been easy to come out and a strong, steady stream before. Patient stated they didn't know what to do. Patient services reviewed the role of patient services with the patient as well as device description/function, therapy expectations and programming considerations with the patient and redirected the patient to follow up with their managing health care provider to discuss their symptom concerns and to discuss possible program changes but the patient stated that they didn't think the trial was worth it anymore and that they were completely tired and wiped out. The caller stated they had incontinence and they weren't sure what they were doing. Patient services offered to send an email to the manufacturing representative (rep), to notify them of the patient's situation and the patient was going to reach out to their healthcare provider about their concerns. The trial patient mentioned they were having their procedure on thursday where they were going to put permanent implant in. Patient services also wanted to note that patient services attempted to guide patient to grab the ens serial number in the therapy menu however the patient and their spouse were unable to see the 'device' tab in the about section to grab the serial number so the serial number was not obtained.